Event description:
It is reported that the device was implanted in 2005 and revised in 2009. The patient developed heteropic ossification. Patient underwent a debridement and cleaning of bone spurs and the surgeon exchanged the femoral head.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. The product experience report states, "patient underwent a debridement and cleaning of bone spurs" and "while the patient was being revised, the surgeon opted to do a head exchange using the same size head." There is no conclusive evidence on why the femoral head was revised. The condition of the femoral head at the time of revision is unknown. The devices were in vivo for approximately 5 years. Possibly the surgeon replaced the femoral head pro actively to improve the longevity of the joint. Evaluation codes: no product was returned. Review of the device history records did not find any deviations of anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.